Event description:
It was reported that the patient underwent a ridge augmentation of the lower jaw with mesh and rhbmp-2/acs. Post-op, the patient developed pain and tingling in the jaw with tongue swelling and blisters on her tongue. The patient reported that she has had "a million tests," and stated that herpes was negative. Approximately 4 months post-op, the mesh was removed as the screws were coming through her jaw. Reportedly, the patient has intermittent swelling of the tongue and blisters, and she pours liquid benadryl on the tongue to decrease the swelling and make the blisters go away.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.